Event description:
It was reported that the patient had a hematoma at the lead site following implant and lost sensation in their left leg. Surgical intervention was undertaken on (B)(6) 2022 where the entire system was explanted. Symptoms had subsided post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.